Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: interventional cardiologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo received the following information: it was reported that the angio-seal appeared to be faulty, with repeated resistance and the deployment button recoiling. As a result, the device could not be successfully deployed, and the entire product had to be removed. Manual compression was applied and achieved closure. There was no patient injury.